Manufacturer narrative:
No sample has been returned for evaluation for the complaint of missing trocar; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because the trocar was not received, the complaint of a fiber on the trocar cannot be verified. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information received. Additional information has been requested. (B)(4).

Event description:
A customer from a facility reported that a blue fiber was seen on a trocar during a vitrectomy. The event was noted once the trocar was already in the eye and the fiber entered into the patient's eye. Additional information was received from the reporter. Surgeon thought (but was not completely sure) the blue fiber was removed as it seemed to be suctioned out. The procedure was completed. However, patient was going to be checked. Additional information was provided by the facility . The scrub nurse clarified that the fiber was on the sharp side of the trocar. It is unknown whether the fiber could be seen in the eye upon post operative examination. No further information was provided. Additional information has been requested.